Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a fully broken grip cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additionally, the components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the 8mm mega suturecut needle driver instrument wire broke while being utilized. The customer was unable to determine if there was any wire in the abdomen. The customer inspected for fragments, but did not see anything obvious. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no post-operative tests performed to check for potential fragments. It is unknown if the patient has returned to the hospital due to experiencing any post-surgical complications related to retention of a foreign object. Additionally, it is unknown if the surgeon noticed any issues with functionality of the instrument during the surgical procedure. There was no damage or abnormalities observed during inspection of the instrument prior to use.